Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/cornua of the uterus") and pregnancy with contraceptive device ("postimplant pregnancy") in a (B)(6) female patient (gravida 3, para 3) who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida. Concurrent conditions included candida vaginal and parity 3 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2012, (B)(6) 2014)). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 9 months 7 days after insertion of essure, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection/ vaginitis") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, infection, vaginal haemorrhage, menorrhagia, cystitis and urinary tract infection outcome was unknown, the pelvic pain was resolving and the vaginal infection had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 10 minutes). The reporter considered cystitis, device dislocation, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2018: plaintiff is unable to have the essure device removed because of the migration of the device. Physician was unable to remove the essure device due to this placement of them into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Smear cervix - on (B)(6) 2014: normal. On (B)(6) 2013, hysterosalpingogram revealed essure bilateral tubal micro-insert placement. Images confirm appropriate positioning of the micro-insert bilaterally, closure of both fallopian tube and normal appearance to the endometrial cavity. On (B)(6) 2015, findings revealed displaced right essure in the cornua of the uterus. Left essure device appeared to be in the normal placement, bilateral tubes appeared normal and ovaries normal. Most recent follow-up information incorporated above includes: on 11-may-2018: plaintiff fact sheet received. Event vaginitis was clubbed. Outcome updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/cornua of the uterus") and pregnancy with contraceptive device ("postimplant pregnancy") in a 28-year-old female patient (gravida 3, para 3) who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida. Concurrent conditions included candida vaginal and parity 3 (B)(6) 2003,(B)(6) 2006,(b)6) 212,(B)(6) 2014). On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition : mental anguish"). On (B)(6) 2013, 9 months 7 days after insertion of essure, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection/ vaginitis") and urinary tract infection ("urinary trcact infection"). In april 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the device expulsion, pregnancy with contraceptive device, infection, cystitis and urinary tract infection outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. 3628g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 10 minutes). The reporter considered anxiety, cystitis, depression, device expulsion, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2018: plaintiff is unable to have the essure device removed because of the migration of the device. Physician was unable to remove the essure device due to this placement of them into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded smear cervix - on (B)(6) 2014: normal on (B)(6) 2013, hysterosalpingogram revealed essure bilateral tubal micro-insert placement. Images confirm appropriate positioning of the micro-insert bilaterally, closure of both fallopian tube and normal appearance to the endometrial cavity. On (B)(6) 2015, findings revealed displaced right essure in the cornua of the uterus. Left essure device appeared to be in the normal placement, bilateral tubes appeared normal and ovaries normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added as:- psychological or psychiatric problems condition: depression and mental anguish, event outcome for event vaginal hemorrhage, menorrhagia updated from unknown to not recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/cornua of the uterus") and pregnancy with contraceptive device ("postimplant pregnancy") in a 28-year-old female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. Concurrent conditions included candida vaginal and parity 3 (((B)(6) 2003, (B)(6) 2006, (B)(6) 2012, (B)(6) 2014)). Concomitant products included ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins) and nsaids. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition : mental anguish"). On (B)(6) 2013, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection/ vaginitis") and urinary tract infection ("urinary trcact infection"), 9 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced flank pain ("flank pain"). The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pregnancy with contraceptive device, cystitis, urinary tract infection and flank pain outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 3628g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 10 minutes). The reporter considered anxiety, cystitis, depression, device expulsion, flank pain, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on 11-jun-2018: plaintiff is unable to have the essure device removed because of the migration of the device. Physician was unable to remove the essure device due to this placement of them into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Smear cervix - on (B)(6) 2014: results: normal. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed essure bilateral tubal micro-insert placement. Images confirm appropriate positioning of the micro-insert bilaterally, closure of both fallopian tube and normal appearance to the endometrial cavity. On (B)(6) 2015, findings revealed displaced right essure in the cornua of the uterus. Left essure device appeared to be in the normal placement, bilateral tubes appeared normal and ovaries normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received event " flank pain" was added. Concomitant drug was added. Event infection replaced with vaginal infection and urinary tract infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/cornua of the uterus") and pregnancy with contraceptive device ("postimplant pregnancy") in a (B)(6) year-old female patient (gravida 3, para 3) who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida. Concurrent conditions included candida vaginal and parity 3 (((B)(6) 2003,(B)(6) 2006,(B)(6) 2012,(B)(6) 2014)). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 9 months 7 days after insertion of essure, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection/ vaginitis") and urinary tract infection ("urinary trcact infection"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the device expulsion, pregnancy with contraceptive device, infection, vaginal haemorrhage, menorrhagia, cystitis and urinary tract infection outcome was unknown, the pelvic pain was resolving and the vaginal infection had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 10 minutes). The reporter considered cystitis, device expulsion, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2018: plaintiff is unable to have the essure device removed because of the migration of the device. Physician was unable to remove the essure device due to this placement of them into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded smear cervix - on (B)(6) 2014: normal on (B)(6) 2013, hysterosalpingogram revealed essure bilateral tubal micro-insert placement. Images confirm appropriate positioning of the micro-insert bilaterally, closure of both fallopian tube and normal appearance to the endometrial cavity. On (B)(6) 2015, findings revealed displaced right essure in the cornua of the uterus. Left essure device appeared to be in the normal placement, bilateral tubes appeared normal and ovaries normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.